Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the needle broke at the hub during the puncture of the vessel. A new needle was used without incident.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and lidstock for analysis. Potential signs-of-use in the form of what is believed to be biological material was observed on the proximal end of the needle cannula. Visual analysis revealed that the needle hub was cracked and had separated fragments. Microscopic examination confirmed the defective needle hub and revealed that the point of separation was relatively smooth and uniform. Manufacturing was contacted as part of this complaint investigation. They performed internal tests on several lab inventory introducer needle samples and were able to replicate the damage on the samples by exposing the needle hub surface to isopropyl alcohol. The alcohol in addition to external stress (likely from the syringe during insertion) causes similar damage as the sample involved with this complaint. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report of a broken/separated needle hub was confirmed by visual examination of the returned sample. A portion of the needle hub had separated rest of the assembly. A device history record review was performed, and no relevant findings were identified. A non-conformance request was initiated to further investigate this complaint issue. The failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the needle broke at the hub during the puncture of the vessel. A new needle was used without incident.